Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead displayed increased pacing threshold measurements of 7.0v@1.0ms. Pacing impedance measurements gradually increased, measuring greater than 2,000 ohms. Additionally, intermittent loss of capture (loc) was observed. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
Additional information was received stating that this patient presented to the emergency room after reportedly receiving a shock. A review of the device data did not identify any recent events. The patient had previously reported feeling a higher heart rate. Pacing impedance measurements on the right ventricular (rv) lead were greater than 2000 ohms and had been increasing for approximately one month. A revision procedure was performed and the pacing/sensing portion of the rv lead was removed from service and replaced. The associated device was also replaced. No additional adverse patient effects were reported. The root cause of the reported clinical observations was not identified. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.